Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a positive supply background error. No adverse effects were reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact with both smiths tamper seals removed. The customer stated problem was duplicated, pump powers up with positive supply bgnd error appearing consistently. Main board was malfunctioning due to corrosion so it was replaced. The cause of the reported problem was traced to the user manipulation of the device. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.